Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after the previous pump stopped delivering insulin for several hours due to a persistent alert, with a highest continuous glucose monitor (cgm) reading of 401 mg/dl and a fingerstick of 478 mg/dl, and subsequently transitioned to a replacement ilet while also using subcutaneous fast-acting insulin by pen; after setup, readings trended down and the pump appeared to function properly, with no component-specific issue identified. Symptoms included hyperglycemia and dry mouth. Outcomes included unexpected medication intervention and a minor illness/impairment. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem involving improper or incorrect procedure or method; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.